Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient had sound perception with the device although only 9 electrodes were active. At the last follow up visit in (B)(6) 2017 the in situ measurements showed all channel with high impedances and the patient was not able to hear anymore. Family reports no incident of accident or trauma. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient had sound perception with the device although only 9 electrodes were active. Family reports no specific incident of accident or trauma. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally it is reported that only 9 electrodes were in use for yet undetermined reasons.

Event description:
Patient had sound perception with the device although only 9 electrodes were active. Family reports no specific incident of accident or trauma. Re-implantation is considered.